Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials are unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems were detected. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the most probable cause for the deviations experienced in the operating room is a mismatch between the CT and fluoro images of t12. Proud planning may have been a contributing factor to instability. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a CT to fluoro t12-l2 spinal fusion, t12 right was superior and medial and t12 left was superior. The left side was deviated 3.5-10 mm and the right was less than 3.5 mm. This was noticed after the imaging system spin; the surgeon did not adjust the screws due to bone quality and scoliosis. Also due to the patient scoliosis and bone quality the manufacturer representative had to perform manual registration (green values for l1 and l2, yellow values for t12). On level t12 the dilator appeared to be halfway into the trajectory prior to drilling. Deviation was noted due to a combination of poor bone quality and scoliosis. The surgery was delayed less than 1 hour. There was no impact to the patient outcome.